Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer alleging possible pump under delivery and they experienced high blood glucose. The customer blood glucose level was 300 mg/dl at the time of incident. Customer treated with manual injection. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. Customer states the drive support cap appears normal. The insulin pump will be returned for analysis.